Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that partial lead was returned. The lead insulation was abraded at 29.3 cm to 30.0 cm and 32.4 cm to 32.9 cm from the ring electrode. The abrasions were consistent with constant friction to another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.